Manufacturer narrative:
(B) (4): eval results: eval of the returned product found that the unit powers on but had no sound. There was no visible damage detected. (B) (4)

Event description:
The customer claims that there is no alarm tone when pressure is off the sensor pad. There was no pt injury reported.